Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The doctor reported via phone call that the customer was hospitalized due to high blood glucose and diabetic ketoacidosis. The customer's blood glucose was 638 mg/dl at the time of incident. The customer was given IV drip to treat the blood glucose. Doctor stated that there were no issues found on the insulin pump. The insulin pump will not be returned for analysis.